Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a solid translucent green foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was clogged and they were unable to wash the device in the reprocessor. The device was returned and an evaluation revealed clogging of the nozzle with solid and green translucent green material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The device exhibited air/water flow issues. There were few additional findings. The adhesive of the bending section cover was separated. The distal end insulation was out of specifications because of bending section cover glue. The insertion tube was deformed. The bending angulation was out of specifications. The keytop rubber was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.